Manufacturer narrative:
The device was received by olympus and the user facility report was confirmed. The evaluation results found a wire harness failure that required repair. Additionally, the non-olympus lamp was found to be out of specification, so lamp replacement is recommended. The device was also found to have a missing lamp screw and washer which require replacement. Olympus is pending estimation approval from the user facility to complete service. If any new information becomes available from the final service activity, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the clv-190 power button will not stay on and powered up. The reporter stated this occurred during preparation for use so there was no patient involvement.

Manufacturer narrative:
The following fields were updated: g4, g7, h2, h6, h10. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. The device evaluation and a review of the device history record (DHR). The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the device had been used for more than 5 years, and it is likely that the power switch had been used frequently and repeatedly, resulting in an accidental failure. Olympus will continue to monitor the field performance of this device.